Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead noise and low, out of range, high voltage lead impedance were observed. Lead will be imaged and replacement will be considered at a later date as the physician has elected to address the patient's unrelated illness. Lead remains implanted.